Event description:
According to the reporter, during a procedure, the device¿s blade was exposed while in use but did not broke off. Another ligasure device used successfully with the same generator. Nothing fell on the patient's cavity. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: forcetriad, forcetriad force triad energy platform (sn:unknown) .h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted cutting blade damage. It was reported that the knife blade was exposed. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.